Event description:
The facility reported a colleague infusion pump with failure code 812:02. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the initial evaluation has confirmed the reported condition. Additional evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 812:02 was confirmed during product evaluation. The root cause was assigned to a faulty pumphead module (phm). The phm was replaced to fix the reported condition.